Manufacturer narrative:
(B)(6). (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that, intra-op, elevate implant broke. Per reporter, it was ensured that the implants were completely closed before insertion. It appeared that the posterior peek tab that integrates with the titanium broke off on both. Product broke during implantation.the product came in contact with patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :visual review confirms implant fracture. Returned implant is noted to have a linear gouge on one side of the -01 base component of the implant, consistent with in vivo obstruction during attempted implantation. It is noted in the fully closed position; the implant nose is protected behind the -01 base component. Implant received in slightly angulated position, with the nose exposed. The ¿ears¿ of the -03 component are broken off on one side, and cracked and bent on the other. The above observations are consistent with partially angulated implant prior to attempted implantation, which may have contributed to subsequent overload of the implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.